Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, one box of the suture was opened to utilize six needles. The middle got broke during use. The surgeon pulled out a second lot off their shelves to complete the procedure. There was no patient injury.